Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for concern about pump stops. Pump stops were identified while the patient was admitted with a driveline infection. The patient experienced driveline exit site drainage which was treated with intravenous and oral antibiotics. The patient did not recall a pump stop occurring. Images of damaged percutaneous lead repair was provided. Log files showed speed reductions and motor stopped events as far back as (B)(6) 2023 which is linked to a potential issue with the percutaneous lead. This event occurred on both the mobile power unit and battery power and is likely due to a phase-to-phase short. On (B)(6) 2023 a percutaneous lead replacement was done and no unusual alarms were observed after. Customer will continue to monitor patient. The infection did not resolve and the patient was restarted on intravenous antibiotics.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stops, low speed events, and associated alarms that were captured while operating on the mobile power unit (mpu) and external battery power in the submitted log file. Additionally, a specific cause for the reported infection could not be conclusively established through this evaluation. The submitted log file captured multiple pump stops and low speed events, as well as associated alarms, on (B)(6) 2023 while the system was operating on the mobile power unit (mpu) and external batteries. An approximately 24" segment of driveline replaced by abbott technical services was returned for evaluation. A previous driveline repair was observed (refer to MFR# 2916596-2021-02784). Visual inspection of the driveline revealed clear rescue tape surrounding the previous driveline repair. Upon removal of the rescue tape, damage to the gray and black shrink tubing of the previous repair was noted on both the distal and proximal ends of the underlying metal tubing. The driveline was disassembled and visual inspection of the underlying wires revealed breaches in the insulation of the brown and red wires approximately 21.5¿ from the controller connector, exposing the inner conductors. The breaches to the insulation were in the location of the distal end damage of the previous driveline repair and appeared to be the result of repetitive flexing. The remainder of the dl was submerged in a saline solution for hi-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the brown or red wires contacted the metal braided shield while operating on a grounded power source, such as the mpu, the resulting short to ground would have resulted in the pump stops observed in the submitted log file. If the exposed conductors from these wires made direct contact with each other or simultaneous contact with the metal braided shield on either the mpu or external battery power, the resulting phase-to-phase short would have resulted in the pump stops and low speed events observed within the submitted log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) and serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU lists infection as an adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 1 of this IFU also contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-03457.